Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later obtained, a supplemental report will be submitted.

Event description:
The customer reported that the unit cannot go into standby and delivered low volume. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported has a v60 and he needs the part number for the gas delivery system (gds). The biomed mentioned the unit could not go into standby, and it delivered low volumes. Product support provided the part number. The customer will replace the gds and repair the unit. Further information is pending.